Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Splines a and d was noted to be stretched and corrugated. In addition, spline d was noted to be torn exposing the nitinol frame just proximal to the distal coupler. The distal coupler was noted to be displaced from its original position. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage to the paddle is consistent with damage during use. The IFU contains precautionary statements related to using force to advance or withdraw the catheter when resistance is encountered and using care when other devices are in the proximity to avoid entanglement, in order to mitigate use related nonconformances.

Event description:
This report is to advise of an event observed during analysis confirming a tear with exposed wires on the catheter.